Event description:
On wednesday, 23 july 1997, info was received by the innerdyne. Regulatory affairs dept independent sales rep, regarding one (1) incident. The episode occurred at medical center, during a surgical procedure under the direaction of dr. On 20 june 1997. During the procedure, the radially expanding dilatation access product was placed without incident to establish a working channel into the pt. Another surgical instrument was placed through. The working channel, an ethicon endo-gia instrument, was placed. Upon removal of the endo gia, a substantial insufflation leak was observed by the dr. The procedure is believed to have been completed wihout further incident and the pt returned to the recovery area. Post-surgical inspection of the access device by the sirgical team revealed a perforation of the internal duckbill valve. A small piece of duckbill valve material (rubber), approx 4mm x 4mm, had been torn from the valve component. The reported event is described as a user and procedural related episode. The product was returned to innerdyne, inc. For eval which has been completed.